Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 65 mg/dl. The customer was able to clear the alarm and able to rewind insulin pump. The customer was reported that the insulin pump did not passed self-test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 53, pump error 4, or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 and pump error 4 alarms due to a software error and pump error 63 alarm is found in the downloaded history files due to broken pin trace at on the keypad assembly.